Event description:
During a right colon resection, the ethicon endo-surgery proximate reloadable linear stapler tx60b was fired but when released from the bowel, the stapler failed and not fired. Following the incident, two additional stapler and two reloads had to be opened to complete the original surgical procedure.